Manufacturer narrative:
Image review: intra procedural images were not provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 95mm with a perimeter derived diameter of 30.2mm falling outside of the sizing matrix. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a good d epth. The valve was constricted and moderate-severe paravalvular leak (pvl) was noted. The valve was partially recaptured to manually dilate the annulus. The valve was deployed at a depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left cor onary cusp (lcc) using the cusp overlap technique and commissural alignment was achieved. Mild-moderate pvl was noted. A post-implant balloon aortic valvuloplasty (bav) was performed with a 26 mm non-medtronic balloon. The pvl reduced to trace-mild. Approximately five months following the procedure, ongoing exertional dyspnea, particularly with climbing inclines or slopes with mild overall im provement since the valve procedure was reported. The patient denied resting dyspnea. Multiple echocardiograms had been performed since the valve procedure and revealed mild-moderate pvl. There is consideration of performing a bav to reduce the pvl, however no intervention has been performed. It was reported that the patient's symptoms could be related to multiple reasons (bladder cancer/anemi c/chronic obstructive pulmonary disease (copd)/af with slow ventricular response). No additional adverse patient effects were reported.